Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of march 2023. At this time, further testing is not indicated. A complaint history was performed and a trend was not identified on this batch/lot number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that during use with 12 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation with samples. There was no report of patients or any patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported poor barrier separation in half of the tubes that collected blood.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 12 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation with samples. There was no report of patients or any patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported poor barrier separation in half of the tubes that collected blood.